Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing open electrodes and decreased performance. Programming adjustments were made which improved sound quality, however, the recipient has elected to pursue revision surgery. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed near the fantail, and the silicone was damaged on the top and bottom covers prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the fantail. System lock was verified. The electrode condition prevented some of the electrical test from being performed. The device passed the electrical and mechanical tests performed. Legal proceedings have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed near the fantail, and the silicone was damaged on the top and bottom covers prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the fantail. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The complaint of open electrodes was verified during the analysis of this device. An external visual inspection and scanning electron microscopy analysis revealed evidence of fatigue breaks at each of the electrodes that were reported open. A corrective action was implemented. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Legal proceedings have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report.